Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that all users were unable to log in after the upgrade. A technical support specialist (tss) followed multiple knowledge articles and verified that the ids uniform resource locator (url) matched the fqdn. The tss executed the sync.purgeable script with no results and proceeded with further troubleshooting based on the invalid_client error. Log review identified configuration issues and were corrected, and the station was restarted. The tss then dialed into the station and successfully verified login functionality. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in, and an "unable to authenticate" error message was displayed. There were no delay or adverse events or injuries reported based on this event.